Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016. Crts (B)(4), e1a (rep): a company representative (rep) reported on (B)(6) 2016 that they observed a parity power on reset (por) during a reprogramming session that was conducted to optimize therapy. The associated code was 0x400 on the clinician programmer. A computer tomography (CT) scan had been conducted, but was not related to the device or therapy. The rep was going to clear the por with the clinician programmer. This issue had occurred on the date of report. There were no related patient symptoms reported, and the indication for use was spinal pain. Additional information was received from the rep the next day stating that the cause of the por was unknown, the patient had experienced no symptoms related to the por, and they were able to clear the por message to resume therapy for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.